Event description:
It was reported that the tip of the denali torque limiting shaft broke off during the final tightening of the set screws. An available spare set was used and the surgery was completed successfully. This report captures the first of two torque limiting shafts.

Manufacturer narrative:
Visual, functional, and dimensional inspection could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history records were reviewed for this lot, 4 similar complaints were identified. As the reported device was manufactured in 2016, it is possible that repeated use of the instrument during its service life weakened the material integrity at the tip, contributing to the observed deformation/fracture. However, as the device was not returned, the reported issue and cause could not be established conclusively. H3 other text : device not returned to stryker.

Event description:
It was reported that the tip of the denali torque limiting shaft broke off during the final tightening of the set screws. An available spare set was used and the surgery was completed successfully. This report captures the first of two torque limiting shafts.